Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly and the anchor tab were inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was locked; the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There were no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that the heartstring iii seal came out of the delivery tube prior to deployment. The hospital did not report any patient effects.